Event description:
The customer tested his blood glucose using his 2 breeze2 meters and received readings of 228 and 98 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.